Manufacturer narrative:
During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported the patient underwent a revision surgery due to infection three weeks post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
(B)(4). D10: 802202803 femoral head 12/14 taper 28 mm diameter +3.5 mm neck length 3114614, 110010244 g7 osseoti 3 hole shell 52mm e 7451205, 66044274 palacospro 75g l118, 310.250s drill bit 2.5mm, l 110/85mm 2-flute, f/quick coupling 9966617, 31-323220 3.2mmx20mm rnglc+ acet drl bit 798560, 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length j6917778, 110024463 g7 dual mobility liner 42mm e 688380, ep-200148 act artic e1 hip brg 28x42mm 65690371. G2: foreign: australia . Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 - 00099. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision surgery for unknown reasons three weeks post implantation. Attempts have been made and no further information has been provided.